Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrodes were returned to zoll medical canada for evaluation. The customer's report was verified and attributed to a disconnected self-test wire connecting two electrodes. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts the self-test of the electrode with the defibrillator. The electrodes were scrapped. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.